Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced bilateral breast pain and hair loss. As a result, the patient underwent bilateral breast implant removal without replacements on november 01, 2023. The principal investigator assessed the hair loss as not related to the device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast pain, generalized illness h6 health effect - clinical code e2402: generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 14, 2024, mentor was notified that the initially provided hair loss record was inactivated with code reason, code added in error. Therefore, the information indicates hair loss was reported accidently/inadvertently and as such, generalized illness is no longer applicable to this file. If new information is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).